Event description:
It was reported by service report that the right head side rail panel was damaged with sharp edges. The power cord had a damaged ground prong. No pt involvement or adverse consequences are reported.